Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc). This occurred while the hp was connected, during drain. During troubleshooting it was noted that the transfer set had separated from the patient line due to a loose connection. The power was cycled to clear the alarm and the patient would finish therapy using new supplies. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). While the device was not available for evaluation, it was reported that there was a loose connection, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.